Event description:
Reporter stated that pt's blood glucose was measured, using the suspect device, with back-to-back results of 45 mg/dl and 242 mg/dl. Reporter did not treat pt based on these values. No pt injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.